Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-2346, awareness date 05-nov-2015) which refers to refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. The consumer reported she was asleep when the devices were put in. She woke up in a slight amount of pain and went home shortly after. She reported her first cycle after was extremely heavy, and she ended up passing out in her walk-in closet from the blood loss; her cycles continued to be extremely heavy, but she was working full-time as well as going to school full-time, therefore, she did not have the time to go to the doctor, and was just hoping it was phase that would pass. Fast forward about a year and half later, she gained 20 pounds, there was no change to her diet, and she was more active than she had been, so activity level was not to blame. Fifty percent of her hair had fallen out; she could not get out of bed in the morning without almost falling because her feet hurt so badly, she literally limped around the first two hours in the morning. Her joints ached and she felt a constant fog in her head to the point where her word bank was empty, she would be in the middle of conversation, and her head would go blank. In (B)(6) 2014, she woke up and her body was so swollen she could hardly move. Her cycle went from extremely heavy to basically non-existent, she cramped like she was in labor, but her body was not able to expel the blood. She had to sit on the toilet and push it out, she stated it came out like thick black strings of what looked like old motor oil. She was in excruciating pain and her stomach hurt so badly, she could not even stand to wear any kind of clothing. Her feet were so swollen she could not get them into any pair of shoes. She went to the doctor who implanted the devices and he told she was going through menopause, at the age of (B)(6), and that was normal, he stated that it was impossible that essure was the issue. At time of the insertion, the consumer told her doctor she had allergies to metals and he assured her there was no metal in the devices; when she confronted him about the nickel content of the coils he quickly wrote her a referral to see a gynecological specialist who would remove them for her. On (B)(6) 2015, she had a hysterectomy done and everything was removed but ovaries. The surgical report showed that her uterus was fused to her bladder and her cervix. The pathology reports stated her uterus was swollen to the size of a woman who is three months pregnant, and her tubes along with her cervix were also extremely swollen. Her were coils property placed, but she still experienced crippling complications from the device. Nine months later all of her symptoms had essentially dissipated, the only thing that seemed to be left with is sensitivity to gluten. Before her surgery she felt like a 90-year-old woman, and now she was feeling young again. She lost all the extra weight, and all her hair was beginning to grow back, her brain fog was gone, and she no longer search for words when having conversations, her feet do not hurt anymore and she can wear whatever clothing she want, and it does not hurt her abdomen. Product technical complaint (ptc) investigation and assessment were received: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and cramped like she was in labor, but her body was not able to expel the blood. She had to sit on the toilet and push it out, she stated it came out like thick black strings of what looked like old motor oil (interpreted as genital bleeding). She had a hysterectomy done and everything was removed but ovaries. These events are serious due to their medical importance and listed in the reference safety information for essure. Based on their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, other serious events (unlisted and unrelated) and non-serious events were reported. According to product technical complaint, there is no relationship between the reported event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.